Event description:
On 11-sep-2025, it was reported that a beta bionics ilet user observed insulin leakage from the connector during the fill tubing stage of a supply change. The user completed a new supply change, and insulin delivery resumed normally. Blood glucose levels were unaffected, and there was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.